Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer with technical assistance. The customer later confirmed that they were unable to duplicate the reported issue on their device. After observing proper device operation through functional and performance testing, the device was returned to use. The device has not been returned to physio-control for evaluation.  The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device was unable to deliver defibrillation therapy during a patient event. When this occurred their device service indicator was illuminated and their device logged an event code in the device¿s memory that is related to a potential failure of the device to deliver defibrillation energy. A backup device was available and was used to successfully deliver defibrillation therapy to the patient. The customer, a health care professional advised that there were no adverse effects to the patient as a result of the reported issue. The patient did survive. Physio-control contacted the customer in order to obtain additional information about both the patient and the event, however, the customer advised that no further details are available.